Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated insulin occlusion alarms with a reported blood glucose of about 260 mg/dl on an ilet system using an infusion set (contact detach) while the pump displayed remaining insulin, with troubleshooting showing immediate drops during fill-tubing and no visible kinks or air, followed by recurrence of the alarm until the user changed all supplies; later the user noted a discrepancy between displayed reservoir volume and deliverable insulin. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful resolution after supply change without medical intervention. Investigation included user-guided troubleshooting, inspection of tubing and cartridge for air, repeat fill-tubing, and evaluation of insulin displacement into the tubing. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that only resolved after replacement of the infusion set and tubing. It was concluded, based on established findings for similar reports, that the cause was an infusion set or flow path occlusion with contributory insulin displacement into the tubing during set change.